Event description:
It was reported that this device was alleged to deplete prematurely. The device remains implanted. No adverse patient effects were reported. No additional information was recieved when it comes to this case despite efforts to obtain this information.